Event description:
During the procedure, there was three firings of the green colored 60mm staple cartridge with seam guards. On the 4th firing, a clicking noise was heard. When the firing was complete, the stapler was removed and it was noted that out of the four rows of staples, only the left 2 rows had fired and the right 2 rows were still in the cartridge. Thankfully the left side of stomach was stapled and sealed correctly. The specimen side was not. The procedure was able to continue and finish as planned with no negative outcome. If this had been reversed, this would have caused harm to the patient. Manufacturer response for endoscopic linear cutter 60mm powered plus stapler, echelon flex powered plus stapler (per site reporter): the hospital representative for this equipment was notified and I have received email from him. I will be letting him know when this device is ready for him to pick up in my office.